Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that on (B)(6) 2019 after having her meal, she administered insulin as prescribed by her doctor. The customer started presenting symptoms of hypoglycemia such as shakiness. The customer performed a blood glucose testing using her contour next one meter at 9:00 p.m. And obtained a reading of 42 mg/dl, which matched her symptoms. Then, she became unconscious, so an advocate called the paramedics. The paramedics performed a test with the customer's meter and obtained a reading of 123 mg/dl at 9:06 p.m. They then performed a repeat testing within 10 minutes on their meter and obtained a reading of 53 mg/dl. The paramedics gave her some eggs and glucose injection. The customer was admitted to the hospital where she was given a tube of glucose gel. The customer stated that on (B)(6) 2019 and (B)(6) 2019 she still felt unwell as her sugar levels went down because of the medicine. The customer's physician advised her to lower the insulin dosage. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 8jpec03b for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance.